Event description:
It was reported the device fails to pass the self-test. No patient involvement reported at this time.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to dirty paddle pocket. The reported problem was confirmed. The device was operational after the device paddle pocket is cleaned. The investigation concludes that no further action is required at this time.